Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation. X-rays revealed the lead migrated. The physician relocated the lead on (B)(6) 2012 and patient experiences effective stimulation.